Manufacturer narrative:
Date sent to the FDA: 02/17/2021. H6: appropriate term / code not available (e2402) utilized to capture infection (e19). Additional b5 narrative: it was reported that the patient experienced infection and abscess following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018. It was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, loss of appetite, stress and anxiety. No additional information is provided.